Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that remote transmissions revealed episodes of non-sustained ventricular oversensing. Upon reviewing the transmission strips, it was observed that ventricular episodes are partially blanked by atrial paced episodes which led to partial ventricular undersensing with occasional t-wave oversensing. A month later, the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made. Patient condition is well.